Event description:
Device 2 of 2. Refer to manufacturer report 1627487-2010-2152. The pt received her scs system on an unk date. It was reported that the pt was in a vehicular accident after which it was reported that pt's stimulation was not working properly. The pt complained of discomfort at ipg site and pressure at the lead site when the stimulation was turned on for 15 minutes. The ipg and leads were explanted and replaced on (B)(6) 2008. The explanted ipg and leads were sent back to ans for evaluation. No additional information is available.

Manufacturer narrative:
Device 2 of 2. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.